Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm, what is the correct product code and lot number? The code cannot be confirmed. We don¿t know for sure is it our product or not. Neuro surgeons in at the account use surgicel fibrilar on a daily basis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the sample removed from the patient available to be returned to ethicon for evaluation? Are there any photos available? Please clarify if what was found was an ethicon product. What are the product code and lot number? What was the timing between the initial procedure and the re-operation? Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products in the neurosurgery procedure? If surgicel was used in the initial procedure, what was the intended use? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? What is the patient¿s current status? What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a neurosurgical procedure on an unknown date and absorbable hemostat was used. The patient was operated on about one year ago. During this year the patient had an abscess and re-operation. When the hcp at a different hospital opened the procedure space, they found a napkin or something resembling a cloth that looked like an absorbable hemostat. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: are the examination results available from the two labs that the sample was sent to? No there are no answers received. Was the testing conducted by the two labs destructive to the samples? Are there any un-tested samples that can be sent to ethicon for evaluation? Samples will not be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. Is the sample removed from the patient available to be returned to ethicon for evaluation? No sample is not available, it was sent to 2 labs. 2. Are there any photos available? Picture attached. 3. Please clarify if what was found was an ethicon product. What are the product code and lot number? We are not sure that this was ethicon product, but surgeon in primary surgery uses fibrillar. 4. What was the timing between the initial procedure and the re-operation? Time is ~1 year 5. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Male patient, 45 years old 6. Where was the surgicel used (on what tissue)? No info (no one said that it was surgicel. 7. Was the surgicel product left in place? No info. (Looks like fibrillar or snow) 8. What were current symptoms following the index surgical procedure? Onset date? Abscesses, pain, reoperation. 9. What is physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon who removed it said that he doubt about claim that this was surgicel. 10. What is the patient¿s current status? Re operated, want to claim primary hospital. 11. What is the users experience w/ surgicel and other hemostatic agents? Both the primary and reoperating surgeon are both familiar with surgicel. In primary surgery protocol was no info what hemostat were used. And was it used at all or no. Sample sent to 2 labs, to receive objective feedback." The following information was requested, but unavailable: 1. What was the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products in the neurosurgery procedure? 5. If surgicel was used in the initial procedure, what was the intended use? Was it used to address active bleeding or used prophylactically? 6. How much surgicel was used during the procedure? 7. Were cultures performed? If yes, results? 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.